Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. (B)(6) medical will continue to monitor for trend.

Event description:
It was reported by the sales representative that the patient is having trouble with her bhs unit. The patient was called to troubleshoot the unit. The patient stated that she feels the top of her toes stings and feels like a burning sensation which hurts bad after using the unit. The patient saw her doctor yesterday. The patient's foot is very swollen because of the surgery. The foot is sensitive. She had the surgery 9 days ago. The patient is using sflx 4 coil. The patient stated that her splint was changed, and it is not as bulky. The coil 4 is now a little bit too big. Later, the patient stated that the pain is like a burning sensation in her nerves and that she believes the bhs is increasing her pain. The patient spoke to her doctor and was told to call zimvie. The doctor also prescribed gabapentin for nerve pain. The patient also stated that the pain was an 8 or 9 when stationery and was a ten out of ten when she is moving around. The patient is not treating with the unit at this time and her doctor has been made aware of this. The patient decided to stop treatment on her own due to the pain. She will resume treating when she receives the new coil. No additional patient consequences/ further information has been reported. The bhs unit was not returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient is having trouble with her bhs device. The patient stated that she feels the top of her toes stings. The patient described it as a burning sensation which hurts really bad after using the device. The patient saw her doctor yesterday. The patient's foot is very swollen because of the surgery. The foot is really sensitive. She had the surgery 9 days ago. The patient is using sflx 4 coil. The patient stated that her splint had been replaced and was not as bulky. The coil 4 is now a little bit too big. A new slfx 4 coil sent to the patient. The patient later reported that the pain is like a burning sensation in her nerves and that she believes the bhs is increasing her pain. The patient spoke to her doctor and was told to call zimvie. The doctor also prescribed gabapentin for nerve pain. The patient also stated that the pain was an 8 or 9 when stationery and was a ten out of ten when she is moving around. The patient is not treating with the unit at this time and her doctor has been made aware of this. The patient decided to stop treatment on her own due to the pain. She will resume treating when she receives the new coil. No further consequences have been reported at this timel

Event description:
It was reported by the sales representative that the patient is having trouble with her bhs unit. The patient was called to troubleshoot the unit. The patient stated that she feels the top of her toes stings and feels like a burning sensation which hurts bad after using the unit. The patient saw her doctor yesterday. The patient's foot is very swollen because of the surgery. The foot is sensitive. She had the surgery 9 days ago. The patient is using sflx 4 coil. The patient stated that her splint was changed, and it is not as bulky. The coil 4 is now a little bit too big. Later, the patient stated that the pain is like a burning sensation in her nerves and that she believes the bhs is increasing her pain. The patient spoke to her doctor and was told to call zimvie. The doctor also prescribed gabapentin for nerve pain. The patient also stated that the pain was an 8 or 9 when stationery and was a ten out of ten when she is moving around. The patient is not treating with the unit at this time and her doctor has been made aware of this. The patient decided to stop treatment on her own due to the pain. She will resume treating when she receives the new coil. No additional patient consequences/ further information has been reported. The bhs unit was not returned for further evaluation.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.